Manufacturer narrative:
The reported event was confirmed since the product did not meet specifications. Visual evaluation noted one magic 3 intermittent catheter was received. Visual evaluation noted one large sharp spur was noted on the tip of the catheter. This fails to meet specifications which states "the gentle outer layer is soft silicone with a smooth surface". The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the magic 3 hydrophilic intermittent catheter had a hard rounded extra piece of material at the tip, which caused pain and bleeding after insertion. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 hydrophilic intermittent catheter had a hard, rounded extra piece of material at the tip, which caused pain and bleeding after insertion. No medical intervention was reported.